Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported by the patient that his inflatable penile prosthesis (ipp) device is "hard to pump up" and that he has bruising on his scrotum. Additional information received states the patient reported "he is having more luck with his device but that often he has to depress the bulb or the deflate button so hard that it bruises his scrotum." The patient was given additional instructions on how to operate and pump the device.